Manufacturer narrative:
Pdf files of the lost ECG trace and logs for ics at the time of the event were submitted for investigation. The ics logs clearly shows the related bed went offline at 09:05. When the ics logs were compared to the full disclosure pdf file, we see a loss of trace/ECG at 09:05:44, which overlaps with the time that the m300 went offline exactly, and this explains the gap in full disclosure as the m300 was not connected to the network. The m300 does not backfill fd data as indicated in the m300 IFU and this explains why the gap would occurred when the m300 goes offline. After the bed came back online later, the alarm was sounded for an event , and that this event was silenced by the user at the ics by pressing audio pause. Analysis of submitted material indicates that there were no faults or issues with the m300 or ics. Root cause for loss of leads and trace in fd, was due to the m300 going offline of the infinity network. When the m300 goes offline, it will continue to monitor the patient and the alarm volume will go to 100%. The loss of connection will be displayed on both the m300 and the associated ics as an advisory banner. The device alarmed as designed for the offline.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation was started but has not been yet concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that, on (B)(6) 2016 between 09:00am and 09:10am, ECG trace was missing in m300 and full disclosure. A patient was sitting out of bed on telemetry when she had a syncope episode during the medical ward round. The cardiac rhythm had been displayed on the bedside monitor all along until she slumped and the rhythm was lost. She was returned to bed quickly and the cardiac rhythm then displayed again with no intervention. The staff immediately went to the central station to review the cardiac rhythm under full disclosure and noted that at that time of event, there was no rhythm display in leads. There is no injury reported.